Event description:
The customer reported via phone call that he continued to have issues with no delivery alarms for 2-3 weeks. Customer stated that the insulin pump has also been replaced but the alarms still continue. Customer stated that he was using his sets for about a day and a half. Customer would then replace the set out. Customer changed the set due to a no delivery alarm. Customer connected to a new set while delivering a bolus to correct her blood glucose level of 224 mg/dl. Customer stated that the insulin did exit the tubing during manual prime. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set or reservoir occlusion. After troubleshooting, the customer attempted to treat with a bolus and received a no delivery after 3.7 units. Customer completed the same exact troubleshooting again and everything seemed to be working correctly. Customer treated with a manual bolus for the remaining bolus that was not delivered initially.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.